Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer also had moderate ketone levels. The customer stayed hydrated and manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.